Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested due to patient's driveline was reportedly disconnected prior to arrival at a hospital. The patient was at the time intubated and sedated, which unable to provide a history. Upon interrogation, no driveline disconnects, or pump offs were noted. Log file review came out with no unusual events seen.

Event description:
Related manufacturer report number: 2916596-2022-15936.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported driveline disconnect. A specific cause for the patient requiring intubation and sedation was not provided by the account and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. It was reported on 05dec2022 that the patient¿s driveline had been disconnected prior to arrival at the hospital. The patient was intubated and sedated so they were unable to provide a history of events. No driveline disconnects or pump off events were noted when the account interrogated the left ventricular assist system. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The controller event log file contained events spanning approximately 3 days (02dec2022 through 05dec2022 per the timestamp) while the left ventricular assist device event log file contained events spanning approximately 6 hours on 05dec2022, per the timestamp. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 "system monitor," explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.